Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when they were establishing a blood purification pathway for hemodialysis treatment, the puncture needle entered the blood vessel, but it was difficult to introduce the guidewire. Clinically, it was believed that the inner diameter of the puncture needle was rough. The guide wire entered the puncture needle. The guide wire did not break into pieces. The guide wire was not frayed, coiled, or unraveled. The needle used was the one included in the kit. The guide wire used was the one included in the kit. Nothing unusual observed on the device prior to use. Saline rinse done. No other defects/damages found on the product. No other products being utilized with the device. No cleaning agent used on the device. The insertion was treated prior to product placement. They pulled the guidewire out together with the puncture needle. They stopped using it and re-opened another set of catheter with the same lot number and product ID (identifier) on the same day for surgery and procedure was completed. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.

Event description:
According to the reporter, when they were establishing a blood purification pathway for hemodialysis treatment, and when passing thr through the puncture needle, the puncture needle entered the blood vessel, and the guide wire entered the puncture needle, but it was difficult to introduce the guidewire. The guidewire was stuck in the tip of the puncture needle, making it impossible to enter or retreat. No dimensional abnormality could be observed on the needle with the naked eye, as they would need to test the size. The dimensions of the guidewire and needle matched what was indicated on the label. The guide wire did not break into pieces. The guide wire was not frayed, coiled, or unraveled. The needle used was the one included in the kit. The guide wire used was the one included in the kit. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the needle or product. No other products were being utilized with the device. There was no leak. No cleaning agent was used on the device. The insertion was treated prior to product placement. The customer mentioned that there was no excessive force applied to the product and it was easy to kink. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. Flushing was done prior to use, and the result of flushing prior to use had no problem. They pulled the guidewire out together with the puncture needle. They stopped using it and reopened another set of catheters with the same lot number and product ID (identifier) on the same day for surgery; this resolved the issue, and the procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when they were establishing a blood purification pathway for hemodialysis treatment, the puncture needle entered the blood vessel, and the guide wire entered the puncture needle but it was difficult to introduce the guidewire. The guidewire was stuck in the puncture needle where the exact location was unknown. Clinically, it was believed that the inner diameter of the puncture needle was rough and it could not be used normally clinically. The guidewire did not break into pieces. The guidewire was not frayed, coiled, or unraveled. The needle used the one included in the kit. The guide wire used the one included in the kit. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. No other products being utilized with the device. No cleaning agent used on the device. The insertion was treated prior to product placement. The result of flushing prior to use had no problem. They pulled the guidewire out together with the puncture needle. They stopped using it and re-opened another set of catheters with the same lot number and product ID (identifier) on the same day for surgery, this resolved the issue and procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e1 (first name), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 h3 evaluation summary: the customer¿s reported issue could not be confirmed. Although the device was returned for investigation, it was lost at the testing facility. If the product is found or returned for investigation, the file will be re-opened and an additional report sent with the updated investigation results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when they were establishing a blood purification pathway for hemodialysis treatment, the puncture needle entered the blood vessel, and the guide wire entered the puncture needle but it was difficult to introduce the guidewire. The guidewire was stuck in the puncture needle. Clinically, it was believed that the inner diameter of the puncture needle was rough and it could not be used normally clinically. The guide wire did not break into pieces. The guide wire was not frayed, coiled, or unraveled. The needle used the one included in the kit. The guide wire used the one included in the kit. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. No other products being utilized with the device. No cleaning agent used on the device. The insertion was treated prior to product placement. The result of flushing prior to use had no problem. They pulled the guidewire out together with the puncture needle. They stopped using it and re-opened another set of catheter with the same lot number and product ID (identifier) on the same day for surgery, this resolved the issue and procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when they were establishing a blood purification pathway for hemodialysis treatment and when passing through the puncture needle, the puncture needle entered the blood vessel, and the guide wire entered the puncture needle, but it was difficult to introduce the guidewire. The guidewire was stuck in the tip of the puncture needle, making it impossible to enter or retreat. No dimensional abnormality could be observed on the needle with the naked eye, as they would need to test the size. No difference could be seen on the guide wire with the naked eye. The dimensions of the guidewire and needle matched what was indicated on the label. The guide wire did not break into pieces. The guide wire was not frayed, coiled, or unraveled. The needle used was the one included in the kit. The guide wire used was the one included in the kit. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the needle or product. No other products were being utilized with the device. There was no leak. No cleaning agent was used on the device. The insertion was treated prior to product placement. The customer mentioned that there was no excessive force applied to the product and it was easy to kink. No bends were found on the guide wire. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. Flushing was done prior to use, and the result of flushing prior to use had no problem. They pulled the guidewire out together with the puncture needle. They stopped using it and reopened another set of catheters with the same lot number and product ID (identifier) on the same day for surgery; this resolved the issue, and the procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when they were establishing a blood purification pathway for hemodialysis treatment, the puncture needle entered the blood vessel, and the guide wire entered the puncture needle but it was difficult to introduce the guidewire. The guidewire was stuck in the puncture needle where the exact location was unknown. No dimensional abnormality could be observed on the needle with the naked eye, as they would need to test the size. The guide wire did not break into pieces. The guide wire was not frayed, coiled, or unraveled. The needle used the one included in the kit. The guide wire used the one included in the kit. Nothing unusual was observed on the device prior to use. No other defects/damages found on the product. No other products being utilized with the device. No cleaning agent used on the device. The insertion was treated prior to product placement. The result of flushing prior to use had no problem. They pulled the guidewire out together with the puncture needle. They stopped using it and re-opened another set of catheter with the same lot number and product ID (identifier) on the same day for surgery, this resolved the issue and procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient injury.